Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
Stryker was made aware by a competent authority that a customer device failed to deliver a shock during a procedure. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section e1, initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was made aware by a competent authority that a customer device failed to deliver a shock during a procedure. This issue is patient related; however there was no adverse event reported.